Event description:
The healthcare provider reported that the patient had a draining sinus that was draining pus over the neurostimulator 2 months after implant. There was no evidence of cellulitis or systemic infection. The patient was treated with septra. A follow-up appointment is scheduled. Further information is being requested from the hcp.